Event description:
Report received from the USA stating that the "bearings are bad it was heating up." The device was used during knee surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device has not yet been evaluated. If additional information is received, a supplemental report will be sent. (B)(4).